Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stall notifications on the ilet after changing supplies, with blood glucose measured at 380 mg/dl; a dry run delivered 165 units without issue, and the user was advised to change the full batch of supplies, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.